Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that the insulin pump received no delivery alarm. The customer¿s blood glucose level was 230 mg/dl. Customer¿s father also stated that the drive support cap was sticking out. The product will return for the analysis.